Manufacturer narrative:
(B)(4). Expiration date: oct 2015. Device was manufactured in 4/11/14 - 4/17/14. A batch review was conducted for potentially associated lot number gd896845 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a minicap which was noted to be cracked prior to use. There was no damage to the case. The hp reported that they did not use the cracked cap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).